Event description:
A report was received from social media stating that a patient underwent an explant procedure due to developing sepsis. It was also stated that they were very close to losing the patient and it took 27 days for the patient to get well. No further information can be obtained at this time.

Event description:
A report was received from social media stating that a patient underwent an explant procedure due to developing sepsis. It was also stated that they were very close to losing the patient and it took 27 days for the patient to get well. No further information can be obtained at this time.